Event description:
As reported, approximately 1 month and 9 days post the initial right reverse total shoulder arthroplasty, the patient has dislocated 2-3 times during functional movements. The surgeon decided to revise the patient by upsizing the glenosphere to a 42mm and liner to a constrained 42mm +2.5 liner to increase stability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.